Event description:
The catheters are kinking during the percutaneous transluminal angioplasty procedure. No harm or injury reported.

Manufacturer narrative:
One used device was received for evaluation/investigation. A review of the device history record did not reveal any exception documents. The device was visually examined and the complaint confirmed. The catheter had diagonal kinks along the catheter shaft. Unable to determine an exact root cause. No conclusion can be drawn. Complaints will be monitored for this type of failure. Method: the device history record was reviewed. Results: unable to determine the root cause of the reported failure. Conclusions: no conclusion can be drawn.